Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: a sample has not been received for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. If a sample is received after this time, an investigation will be performed and a supplemental report will be filed.

Event description:
It was reported that the needle was through the shield of the suspect device and the customer was pricked while taking it out the bag. The prick did not draw blood and no medical attention was sought.